Manufacturer narrative:
Investigation findings: an investigation could not be performed because the device was not returned to the MFR. A review of product history shows other similar reports for metal shavings. This type of problem can occur if excessive lateral force is applied during use or if there is insufficient lubrication between the inner and outer blade. The excessive force can cause friction and wear on the blade. The customer will be contacted with additional info regarding this device.

Event description:
It was reported that during use of this shaver blade in a knee arthroscopy procedure, metal shavings were observed in the joint. The surgeon flushed the knee, however, it is unk if all metal shavings were removed from the joint. There was no report of pt injury with this event.